Event description:
On 9/18/2023 vertos was made aware, via an online article, of a lawsuit pertaining to a mild procedure. The lawsuit alleges that a mild procedure performed on (B)(6) 2022 resulted in injury to the dura and/or the spinal nerves due to a misidentification by the physician of scar tissue as ligamentum flavum.